Event description:
This is a report of a patient who experienced chest pain coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for chest pain. Treatment for the event was not reported. The cause of the event was not reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon further investigation, the nurse reported that the patient had a medical history of cardiac issues and there were no overfill events prior to this event. It was also reported that the hospitalization was unrelated to the baxter device or disposables. There will be no further follow ups for this complaint.